Manufacturer narrative:
Per the instructions for use (IFU), thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction (mi) are potential adverse events associated with the overall tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised when implanting a bioprosthesis in patients with clinically significant coronary artery disease. Mi related to the tavr procedure and the valve implant will manifest intra-procedurally or in the immediate post-operative period, and is typically due to a combination of patient and/or procedural factors. As defined in the valve academic research consortium (varc) publication on tavr complications, the peri-procedural interval is inclusive of all events that begin within 72 hrs of the index procedure. Mi¿s that occur after the peri-procedural period (>72hrs) are typically related to the patient¿s underlying coronary disease. There are multiple patient factors that could put the patient at risk for mi during the tavr procedure, including significant underlying coronary artery disease, and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, in addition to the procedure itself, the patient¿s underlying cardiac pathology and co-morbidities (severe aortic stenosis, CABG, history of prior and recent mi) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As determined by the edwards implant patient registry and medical record review, the patient suffered a myocardial infarction (mi) 2 days post deployment of a 26mm sapien xt valve. The patient expired seven days post procedure. Initially, due to a recent non-st elevation mi (nstemi), the patient was placed on bypass prior to the start of the tavr procedure. The valve was positioned and deployed 70:30 aortic/ventricular (a/v), resulting in mild aortic insufficiency (ai) and 2 small paravalvular leaks (pvl). Post dilation was performed with 1cc additional volume, correcting one pvl leak and resulting in mild anterior leak. At the end of the procedure, the patient was transferred to ICU in very stable condition, but still intubated. The patient was extubated in ICU. Post operative day (pod) 1 the patient was transferred from ICU to the floor. On pod2, the patient was found to be in distress and was transferred back to ICU. The patient continued to deteriorate and had to be re-intubated. An intra-aortic balloon pump (iabp) was inserted for hemodynamic support. His EKG was unremarkable in the beginning, however, elevated cardiac enzymes and troponin bump suggested an ongoing cardiac mi. The patient was administered multiple inotropes and pressors, in addition to the iabp, and his condition stabilized. The iabp was removed on pod5 and the patient was recovering from the intervention. Following the removal of the iabp, the patient had diminished to almost no flow in both lower extremities; which required surgical intervention on the left extremity. Pod7, the patient developed the same condition in his lower right extremity, and additional intervention was performed. At that time, the patient¿s condition was discussed with his family. Considering the patient¿s age, the family opted for comfort care only. The patient expired within a few hours.